Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the shutter motor and checked the focusing mirror and dimming. When a flash lamp is installed, a counter is set to track the usage of the lamp. Based on the analysis results, the reported fiber not firing was confirmed as replacing the shutter motor resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure the physician found that the fiber could not fire, and the procedure was still in progress. The procedure was delayed for two hours, a component of the console was exchanged, and the equipment worked as expected. The procedure was completed with no patient complications.